Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the upper case was dented, broken and contaminated, the lower case, battery drawer, one bail cover were broken and contaminated, the battery release, heart block, lead flex cover, battery drawer o-ring, heart lead flex and heart wire contacts were contaminated, one bail cover, bail, ring cover and ring were missing, the battery contacts were compressed, one bail was bent and the keyboard was scratched. (B)(4).